Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted to treat a stricture in the duodenum and common bile duct during an unknown procedure performed approximately 7 months ago. According to the complainant, within the past 2 weeks, the patient was symptomatic, which prompted the physician to check the stent. A tissue overgrowth was noted on the distal part of the stent that was protruding to the duodenum and the stent was occluded. Reportedly, the physician mentioned that the stent covering may have contributed to the amount of tissue overgrowth. The stent was removed with an unknown device and another metal stent was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.